Event description:
It was initially reported by the company representative the patient's generator was explanted due to infection. The physician felt the infection was related to poor wound healing following surgery. The infection failed to resolve with oral antibiotics. There was no reported trauma or manipulation that may have caused or contributed to the event. Cultures were taken and showed (B)(6) was present. Generator replacement is planned but has not occurred. The DHR for generator was reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Method - device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for generator prior to distribution.